Event description:
It was reported that the lead exhibited high impedance and noise since (B) (6) 2010. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found all five wires of the proximal coil fractured and the distal insulation abraded at 32 cm from the connector pin. The damages found were caused by clavicular crush.